Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results for two pts compared with the lab. Results as follows: pt #1: date (B)(6) 2010, inratio >7.5, therapeutic range (not provided); date (B)(6) 2010, lab 3.3. Pt 2: date (B)(6) 2010, inratio >7.5, lab 4.3, therapeutic range (not provided). No information on pt#2's conditions or medications was provided.